Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and the patient already had an implantable cardioverter defibrillator (ICD) system implanted since 2019. The patient experienced endocarditis due to an infection related to this ICD system and there was also pleural effusion observed, however, the cause of the pleural effusion was noted to be due to liver cirrhosis and not related to the ICD system. As a result, the ICD system was explanted and the s-ICD system remains in service. No additional adverse patient effects were reported.